Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) one-link non-dehp standard bore catheter extension sets were unscrewing ¿from the other end whenever the patient makes slight movements¿, the device was connected to a clearlink system y-type blood / solution set. This issue was identified during patient blood transfusion with prbcs (packed red blood cells); which 60 ml were subsequently lost. There was no patient injury or medical intervention associated with this event. No additional information is available.